Event description:
A 3.0x28 mm penta stent was placed in the lesion. An attempt was being made to deplou a second 3.5x23 penta stent proximally to the stent; however, it became caught on the edge of the first stent. The delivery was difficult, but the stent was successfully deployed; however, emergency surgery was performed to treat a perforation that occurred sometime during the procedure. No additional information was available.